Event description:
The patient's physician reported, "intracapsular rupture" diagnosed via MRI and "pain." The device has been explanted and replaced with another manufacturer's device. This record is regarding the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). ¿ pain: unable to observe as it is not related to the device. As per the investigation procedure, missing piece of shell assessed as inconclusive and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "intracapsular rupture" diagnosed via MRI and "pain". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.6

Event description:
The patient's physician reported, "intracapsular rupture". Diagnosed via MRI. And "pain". The device has been explanted and replaced with another manufacturer's device. This record is regarding the right side.